Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device leaked. No additional information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Asku. If so, did the "noise" prevent insufflation? Please describe the noise. Asku. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Asku. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? If so, what device? Asku. Was any torque being applied to the trocar or device? Asku.

Manufacturer narrative:
(B)(4). Leak failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No incident related to the reported event was observed during the batch record review.